Manufacturer narrative:
While a definitive root cause cannot be established since the product was not returned for failure analysis, a potential root cause can be attributed to use conditions, likely excessive mechanical loading during use, high clamping forces, or torsional stress.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted surgical procedure, the harmonic ace instrument's blade broke off. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no fragment fell into the patient. X-ray examination is taken always after each procedure. There was no patient injury or post-operative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.